Event description:
A pt on a vented electric lvad who was on penumatic back up operating mode utilizing a drive console and stroke volume limiter (svl) broke the svl. The pt was resting in bed when the stroke volume limiter broke apart at the pt side of the pneumatic line, where it connects to the stroke volume limiter. The pt was switched to a back up svl and there was no injury to pt.